Event description:
At end of surgical procedure, second small nicks noted in tip of 12mm trocar sheath. Surgeon notified trocar retained by hospital. Previous trocar with same problem given to applied medical for investigation.